Manufacturer narrative:
Other: track belt roller/track belt.

Event description:
It was reported that the stair pro needs a new track belt roller and a track belt. There was no reported pt involvement or adverse consequences.